Event description:
It was reported via phone call, that the customer received a button error alarm, and there is a black circle on the screen. Customer's blood glucose level at the time 191 mg/dl. Troubleshooting occurred. The customer was advised that the device would be replaced.

Manufacturer narrative:
All buttons functioning properly. No damage in the keypad assembly noted. No button error alarm during testing. Insulin pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and scratched reservoir tube window. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.